Manufacturer narrative:
Concomitant medical products: w4tr01 crt-p implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead exhibited a decrease in pacing threshold value since the previous measurement. In addition, chronically low r-waves were observed from the right ventricular (rv) lead and the right atrial (ra) lead pacing threshold appeared to be decreasing. The ra lead, rv lead and lv lead remain in use. No patient complications have been reported as a result of this event.